Manufacturer narrative:
Qn# (B)(4). A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and not update is required. The investigation of the returned device sample in still in progress at the time of this initial report.

Event description:
Customer complaint alleges the device 15mm adapter became disconnected during use on the patient resulting in patient concern. Intervention reported was re-intubation. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10115 et tube, cf, 7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the device was returned with its packaging and that the connector was not pushed completely into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The sample appears used as there is biological material present on the device. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "tube is disconnecting during use" could not be confirmed. However, further testing is ongoing in order to determine the root cause of this complaint. It was noticed that the connector was not seated completely into the tube. If it is not seated firmly into the tube, the connector could disconnect from the tube during use. A non-conformance has been opened to further investigate this complaint issue.

Event description:
Customer complaint alleges the device 15mm adapter became disconnected during use on the patient resulting in patient concern. Intervention reported was re-intubation. Patient condition reported as fine.